Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch on the ultrasonic air sensor (uas) was broken. The sensor still works properly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss and no adverse consequences to the pt.